Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 3 ml squeeze flush, macrodrip (pole mount). It was stated that the a-line separated in half during a procedure. There was patient involvement, however no human harm and no delay in therapy.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.